Event description:
This report is being filed after the review of the following journal article: ellis e and price c (2008), treatment protocol for fractures of the atrophic mandible, j oral maxillofac surg 66:421-435(USA). This study was conducted to evaluate the outcomes after treatment of fractures through the atrophic mandible using open reduction, internal fixation, and immediate bone grafting. Between 1988 and 2005, 32 patients who were treated surgically for fractures through an atrophic (less than 15 mm at the fracture site) mandible were included in the study. There were 19 males and 13 females with an age range of 43 to 92 years. In the early years of this study, unknown manufacturers stainless steel reconstruction bone plates with 2.7-mm screws or thick noncompression stainless steel or vitallium plates using with 2.7- or 2.0-mm screws were used. A bit later, unknown manufacturer titanium reconstruction bone plates using 2.4-mm screws or thick titanium bone plates with 2.0-mm screws were used. Around 1994 to 1995, unknown synthes 2.4-mm titanium locking reconstruction bone plates became available and were used when a reconstruction bone plate was deemed necessary. Beginning around 2000, unknown synthes 2.0-mm titanium locking ¿reconstruction¿ plates became available, and these have been used since then in most cases. The duration of follow-up ranged from 5 weeks to 17 months (mean, 17.5 weeks). Complications were reported as follows: 2 patients had removal of implant because screw tips were protruding through the lingual mucosa causing irritation to the tongue. A copy of the clinical evaluation form is being submitted with this regulatory report. This report is for an unk - screw: locking: cmf. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screw: locking: cmf/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.